Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain and cloudy fluid. The cause of the event was unknown. The patient was hospitalized on the same day as the onset and was treated with vanlid injection (1 gram, intraperitoneal and stat dose) and amikacin injection (250 mg, intraperitoneal once daily) for peritonitis. Both antibiotic treatment were ongoing. At the time of this report, the patient has recovered from abdominal pain and cloudy effluent. It was reported that the patient was recovering from the peritonitis and was discharged from the hospital four days after admission. No additional information is available.